Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on" was confirmed during the archive data review but not during the functional testing, the platform performed as intended. Upon visual inspection, observed cracked top cover. The physical damage appeared to be caused due to wear and tear. The autopulse platform is a reusable device and was manufactured in 2008 and is 11 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of system error ua132 (internal watchdog timeout) error message on the reported complaint date. The platform was connected to the autopulse vision software and the error message was able to be cleared. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on. No additional information was provided. No known impact or consequence to patient information was provided.